Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021, 3 months from clinic visit. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5095610/5089939.

Event description:
It was reported that the patient was experiencing intolerable tenderness at the pocket site and inadequate pain relief after multiple reprogramming attempts. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were not released by the medical facility.